Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Event description:
It was reported that during patient use, the ventilator had a momentary system restart. While the ventilator was not operating, the patient was manually ventilated. The patient was placed on another ventilator. No patient harm was reported. Device log review confirmed a momentary cpu reset, with ventilation recovery occurring within 19 seconds. By design, audible and visual alarms are annunciated when the momentary system restart occurs.